Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. Customer did not know how to break the handle as noted in the user manual. The pt was not injured following the procedure.